Event description:
Information received regarding the device notes that a follow-up exam noted undersensing. The patient was not pacemaker dependent and the physician elected to "overdrive" the patient's intrinsic rhythm. Before the device could be replaced, the patient expired due to breast cancer and cardiac arrhythmia. The patient experienced ventricular fibrillation. Despite repeated efforts, measured data could not be obtained.